Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 complaint of leaking was confirmed. Visually small crack in the bottom corner of the tank and cover. Loose broken pieces from the pcb rolling around inside. Leakage occurred when powering on device as this did eventually leak but only from the crack in the outside bottom corner of the tank cover. Theory believed event occurred due to a tight screw around tank. Action was taken to replace the tank and cover along with gasket. Other maintenance included : replaced the tank cover, gasket, and damaged pcb. The device ran for at least 8 hours with both a temp check and a disposable. Device passed pm testing.

Event description:
Device evaluation summary in h 10.

Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a small crack in the bottom corner of the tank cover and loose broken pieces from the printed circuit board (pcb) rolling around inside. Visual inspection was performed, tank was filled with water, temperature check was attached, plugged in line cord, and turned on power switch. After a couple of hours, it was noted that a small leak in the tank cover was found. During analysis, the reported issue was able to be duplicated, the device eventually leaked but only from the crack in the outside bottom corner of the tank cover. Service replaced the tank cover and gasket to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking water on the container side. It was noted that there was a small crack and water was also leaking from the back side, plastic black part where the o-ring is located. No adverse effects were reported.